Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-03747. Related manufacturer report number: 2017865-2020-03748. Related manufacturer report number: 2017865-2020-03749. It was reported that the patient experienced pocket dehiscence and the site was noted with some bleeding. The wound was re-dressed and the patient was discharged. Additionally, the left ventricular lead had been deactivated due to occasional phrenic nerve stimulation. After a lack of resolution and continued pocket erosion, the system was explanted. The physician also suspected vegetation on the leads, possibly due to an infection. The patient was in stable condition.